Manufacturer narrative:
10/09/2015 a medtronic representative, following-up at the site, reported the navigation system went unresponsive during navigate. They re-booted, deleted the patient, re-loaded the patient. Went unresponsive a second time during use. When it becomes unresponsive the mouse does not move, they cannot click on anything, and sometimes they see white streaking lines across the screen. Further trouble-shooting at the site found all exams deleted from the navigation system. The site received a flash of color before the navigation system became unresponsive. While clicking through the software the medtronic representative was able to replicate both the flashes of color, as well as, the system becoming unresponsive. The reported behavior was replicated using different patients and at different points in the software. When the software was unresponsive, the mouse could still be moved, but could not click anything. Return requested. Replacement computer shipped to site 10/09/2015. Medtronic investigation of returned suspect device finds that the computer initially booted and launched ear, nose & throat (ent) software application with no problem. Further testing shows that the computer will power off spontaneously after running for 2 to 3 minutes. Suspect a thermal mother board issue causes the power to shut-down. After several attempts to get stable power, the computer warms up and the shut-down happens quickly. Computer failure - motherboard malfunction hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. 10/13/2015 a medtronic representative performed 2 separate navigation system check-outs, in both tests, all areas passed. Navigation system performed as intended in each system check-out. No further issues have been reported.

Event description:
A site registered nurse (rn) reported that, while in an ear, nose & throat (ent) procedure, their navigation system unexpectedly became unresponsive multiple times. A second navigation system was brought into the operating room (or) to continue the procedure. The rn was not able to stay on the phone. Delay in therapy was 30 minutes. The surgeon completed the procedure with the use of the navigation system. No further details were provided. There was no impact on patient outcome.